Event description:
After opening package, eto2 cannula was found to be without an adapter on the co2 sensor line. Manufacturer response for etco2 cannula, softech plus etco2 cannula (per site reporter: teleflex customer service representative notified of equipment failure. Product returned to manufacturer on 9/15/16 by (B)(6).